Event description:
The customer reported that the alarm has no power when tested with new batteries. There was no visible damage detected on the battery compartment or alarm case. The issue was identified during setup and there was no pt contact. Inspection of the product found that the battery springs inside the battery compartment are bent and that the alarm does power on.

Manufacturer narrative:
(B)(4). Results: eval of the product found that the battery springs inside the battery compartment are bent. The alarm powers on and passes all functional tests. There is no visible damage to the alarm case. (B)(4).